Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited intermittent undersensing of r-waves on the stored egms during a follow-up in clinic. The patient was asymptomatic. Programming changes will be made and discussed with the following physician.